Manufacturer narrative:
(B)(4). An investigation is underway upon completion the results will be forwarded. Quality assurance requested additional info from (B)(4) but was told that the info will be provided by (B)(4). Medwatch (FDA) report was received report number (B)(4).

Event description:
It was reported to covidien on (B)(6) 2011 by the FDA that a customer had an issue with a PICC. It was reported to the FDA that the customer stated that a neonate had a PICC in place for four days, when the nurse attempted to aspirate blood, she noticed air in the syringe. The air continued to accumulate in the syringe, she then tried to flush the PICC and saw a drop of blood leak from the point where the soft part of the catheter meets the hub.